Manufacturer narrative:
(B)(4).

Event description:
It was reported that a malfunction with the sensor wire occurred. It was unclear whether the wire detached or was broken and no information was provided with respect to the date or where on the body it was inserted. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-66759 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.